Event description:
It was reported that during a cryo ablation procedure phrenic nerve palsy (pnp) occurred during treatment of the right inferior pulmonary vein (ripv). A one hour wait time resulted in no change to the motion of the phrenic nerve and motion was not paradoxical. It is unknown if the pnp recovered by the time the patient discharged from the hospital. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and balloon catheter, 2af234 with lot 15286, were returned and analyzed. The data files did not show any system notices. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter passed the performance test as per specification. Additionally, the dissection, electrical, and pressure tests did not show any defects. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.